Event description:
It was reported that the patient got up from a chair ten days ago, increased pain, came to doctor about three days ago, x-rays taken and evaluated, it was noted that the ceramic head appeared broken. Revision in 2009.